Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation supporting a causal relationship. There was no reported liberty cycler/liberty cycler set product deficiency or malfunction. Peritonitis is a well-documented complication of pd therapy. Furthermore, plesimonas shigelloides is found in soil, water and contaminated seafood. It was reported the patient fishes; therefore, a likely causal association exists between a breach in aseptic technique and poor hand hygiene, as reported by the pd nurse. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) experienced abdominal pain and was hospitalized with bacterial peritonitis. Plesiomonas shigelloides was isolated in the patient¿s pd effluent. The patient was treated with ceftazidime (unknown dose, route, frequency and duration). The patient continued pd therapy while hospitalized. Further details surrounding the patient¿s hospitalization course are unknown. The patient was discharged after nine days. The patient was continuing pd therapy without further reported issue. It was reported the patient fishes and the patient¿s plesiomonas shigelloides peritonitis event was related to poor hand hygiene and a breach in aseptic technique during pd therapy. No device malfunction or product deficiency was reported.